Event description:
Caller reported blood glucose results of 561 mg/dl and 155 mg/dl within 10 minutes on the inform system. Reported no pt symptoms, treatment, or adverse event relative to this discrepancy. Meter passed valid control tests, was not replaced or returned. A request was made for the return of the strips, replacement was sent.